Manufacturer narrative:
The product was not returned for evaluation. Root cause determined to be surgeon error. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to root cause for all the events are not related. Review of device history records found these units were released to distribution with no deviations or anomalies. Completion of the investigation relayed to sales rep via email. Requested sales rep to verbally relay results to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint: (B)(4).

Event description:
It was reported patient underwent an initial right knee arthroplasty with competitor products on an unknown date. The patient was revised to biomet products on (B)(6) 2015 as the competitor knee was incorrectly implanted. During the procedure the surgeon didn't place the 360 offset adaptor in the correct position before impacting it causing the screw to become jammed. There was no patient injury or delay and the screw was left as the procedure was completed.